Event description:
The recipient is reportedly experiencing non auditory sensations and pain. External equipment was exchanged, however, the issue did not resolve. The recipient was advised to cease device use, however, the recipient continued to wear the device due to safety concerns at work. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. During revision surgery is was noted that the device had a positioner. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of non auditory sensation could not be verified during this analysis. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.